Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Visual evaluation of the provided picture shows the explanted implant with no visual damages. However, device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is displacement of the constraining post of the right knee arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of some dents /gouges and abrasions in the articular surface. Nicks/dings were seen in the thread of post extension along with some surface scratches. DHR was reviewed and no discrepancies were found. Additional information does not affect the previous root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d1, d4, g4, g7, h1, h2, h4 correction: d10, h3 h3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: kne-nexgen-femorals-unk; p/n: unk, l/n: unk; kne-nexgen-stems-unk; p/n: unk, l/n: unk; kne-nexgen-bearings-unk; p/n: unk, l/n: unk; kne-nexgen-tibial trays-unk; p/n: unk, l/n: unk; kne-nexgen-patellas-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00656, 0001822565 - 2020 - 00657. Product location is unknown.

Event description:
It was reported the patient had a revision procedure approximately 2 years post-implantation due to post disengaging from the femur. Attempts have been made and no further information has been provided.